Event description:
An unknown size sprinter dilatation balloon was used in a patient for pre-dilatation at an unknown lesion site. The vessel morphology is unknown. It was reported that the physician had implanted a driver stent to treat the lesion. The physician then pre-dilated the lesion distal to the implanted driver stent. It was reported that guidewire and the sprinter balloon system. The physician successfully deployed a second driver stent. Upon removal of the stent delivery system the physician thought there was a piece of the sprinter catheter on the guidewire. The physician returned the guidewire wrapped in gauze. Upon examination of the returned guidewire revealed that there was nothing found on or with the guidewire. There is no further information available from the user facility.